Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 339 mg/dl. Customer stated that she got sensor updating and change sensor alerts and just got out of the emergency room due to a high blood glucose because her pump would not transition into auto mode. Customer also stated that they did not receive a calibration not accepted alert. The customer declined troubleshoot for high glucose. The insulin pump will not be returned for analysis.